Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump, and a direct correlation between the device and the reported signs of pump thrombosis could not be conclusively established. The pump was returned assembled with the driveline severed approximately 11.5 inches from the pump housing and the remainder of the driveline was not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. The referenced pump exchange was reported under medwatch MFR# 2916596-2017-00117. (B)(4). Approximate age of device - 6 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had previously received a pump exchange for pump thrombosis on (B)(6) 2017. The lvad team observed that the new lvad was showing unspecified signs of pump thrombosis. The patient was transferred to another medical center, and was transplanted. No additional information was provided.